Event description:
During the clinical study a patient underwent deflux injection for persistent left vesicoureteral reflux with 1.8 cc deflux in 2003. Uneventful surgical procedure. Developed pain in flank and abdomen the night of surgery. Reported left flank pain, nausea, vomiting, of worsening intensity for 36 hours. Required cystoscopy with jj sent placement. Repeated injection for left vur.